Manufacturer narrative:
Date sent to the FDA: 4/27/2022.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2020. It was reported that the patient underwent additional mesh removal surgery on (B)(6) 2021. It was reported that the patient experienced severe pain, dense adhesions, mesh migration, bulging, inflammation, infection, drainage, fistula, abscess, scarring, depression, stress and anxiety. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2020. (B)(4) submitted for adverse event which occurred on (B)(6) 2021.